Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and the pump touch screen became unreadable. Reportedly, the screen appeared shattered and the graphics and text were not visible. Customer confirmed screen itself was not shattered. Customer's blood glucose was 182 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.